Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the touch screen failure was due to a defective top case assembly . The top case assembly was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.